Event description:
It was reported that the patient complained of experiencing 'mysterious seizures.' Additionally, the ventricular lead exhibited high thresholds. Follow up was attempted for further information, but as of yet has been unsuccessful. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.